Event description:
Additional information received clarified that the low reservoir alarm occurred in (B)(6) 2012 and the empty reservoir alarm occurred in (B)(6) 2012.

Event description:
It was reported that a non-critical alarm was heard and was confirmed by telemetry that it was an alarm due to low reservoir volume reached. It was also confirmed by telemetry that a critical alarm due to zero ml reservoir volume was reached. The alarm occurred in (B)(6) and the healthcare provider believed (B)(6). The patient was without medication following alarm. The pump was to be refilled on the day this report was given. The drug used was lioresal. No patient symptoms or injury were reported. The patient outcome was not provided.

Event description:
Additional information confirmed that the alarm was sounding because the patient was 'new' to their office and was late getting in for a refill. The patient was refilled and there was no issue. There were no interventions or trouble-shooting done for the patient. The patient was 'well' and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).